Event description:
It was reported that a flo-gard infusion pump had a loose door latch. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, an alarm log review and service history review were performed. The loose door latch was identified during visual inspection along with a damaged latch roller. The cause of the condition was not determined. To correct the condition, the door latch was adjusted and the latch roller was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.